Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleges they have "been damaged medically from the philips device". The patient is alleging that they underwent diagnostic testing, CT and MRI and the " testing has been completed with the results that the faulty device was the cause of the condition (he now has)". The patient also alleges now in a wheelchair and has a heart condition. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to the manufacturer.

Manufacturer narrative:
Additional information was received on 02/03/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleges they have "been damaged medically from the philips device". The patient is alleging that they underwent diagnostic testing, CT and MRI and the " testing has been completed with the results that the faulty device was the cause of the condition (he now has)". The patient also alleges now in a wheelchair and has a heart condition. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation the manufacturer observed ui (users interface) knob was broken, air inlet filter was missing, air outlet port had dust-like contamination in it, tan dust-like contamination at the air inlet. They also observed very light dust-like contamination on the lcd display of the pca (printed circuit assembly), on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor and in the bottom of the blower box. The manufacturer observed unknown sticky residue in bottom enclosure in the areas where the sound abatement foam does not contact and the inlet seal had very light dust-like contamination on it.the sound abatement foam was intact. The manufacturer observed and confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was most likely external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Section h has been updated in this report.